Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific crm, the complete lead was returned. The lead did not pass stylet insertion testing due to dried blood in the lead lumen, this model was designed with an open tip. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lv lead was programmed off and remained in service and continued to be monitored. One year 11 days later, high impedance measurements greater than 2000 ohms were reported. This lead will continue to be monitored and to date, no adverse patient effects were reported.

Event description:
Additional information was received that a lead revision was performed due to loc and unable to pace with the lv lead. This lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.